Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited increased/high pacing threshold measurements at routine follow-up. The patient was screened for dislodgement but none was detected. A revision procedure was subsequently performed wherein this lead was surgically abandoned and replaced; the device remains in service. No instances of lv loss of capture were observed. Despite this, it was reported the patient did experience worsening heart failure symptoms. The cause of the elevated pacing threshold was not determined. No additional adverse patient effects were reported.